Event description:
There was no audio alarm. The customer support engineer inspected the device and found the audio alarm kit harness was not connected to the front panel board. The unit passed extended self testing. It is not verified that the device malfunctioned, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.